Event description:
Technician alleged he had a high ground reading from the bed.

Manufacturer narrative:
Technician repaired high ground by tightening ac plug connectors and grounds on bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.